Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error since it is the most likely that due to a physician's act could have generated the failures reported. (B)(4).

Event description:
It was reported that a drainage catheter break occurred. During a biliary drainage procedure, the physician attempted to remove and exchange the flexima¿ biliary drainage catheter; however, he was unable to pass a wire through the drain because it came out the side holes. The physician cut extra holes in the drain to aid biliary flow from a hilar stricture. The physician then pulled the drain out from the hub which caused the drain to break. Half of the drain was left in the patient. The physician attempted to remove the portion that remained in the patient with wires, snares and long sheaths, but he was unsuccessful. The physician pushed the drain with a sheath and wire into the duodenum for it to pass naturally. The procedure was completed with three new different drains. There were no patient complications reported and the patient's condition is stable.